Manufacturer narrative:
(B)(6). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit alarmed due to a data acquisition pcb adc reference failure. Patient information/ involvement has been requested.